Event description:
It was reported the clinician performed an unplanned aui conversion during the aaa therapy to implant an excluder bifurcated endoprosthesis. According to the clinician, minimal visibility and pt anatomy resulted in deployment of the contralateral leg outside the contralateral gate. There was no allegation of deficiency made in regard to the device. Pt status is fine.